Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. The alarm trace showed a sample foam detection alarm. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient serum/plasma sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) and chloride (cl) tests were affected. Na: initial result: 173.8 mmol/l (accompanied by a data flag). The sample was auto-repeated and obtained the 1st repeat result: 148.4 mmol/l. 2nd repeat result: 149.4 mmol/l. 3rd repeat result: 147.4 mmol/l. Cl: initial result: 133.4 mmol/l. 1st repeat result: 112.6 mmol/l. 2nd repeat result: 111.7 mmol/l. The customer questioned the initial results and the sample was repeated. No questionable results were reported outside the laboratory.